Event description:
A malfunction alarm with code malf 12 was reported by the customer while at work. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support for assistance; technical support provided information and helped the customer reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any issues arose.